Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented due to dizziness and clamminess, as well as general fatigue. It was also reported that the ventricular lead unipolar capture threshold was high, increasing over time with intermittent loss of capture and the physician suspected exit block. It was further reported that the lead was fractured. Therefore the patient was hospitalized for a ventricular lead revision to cap the lead and replace it with a new lead. No further patient complications have been reported as a result of this event.